Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. Two days after the event onset, the patient was hospitalized for peritonitis. Also that day, the patient started treatment with cefazolin 2 g per day (route and duration not reported) and brulamycin 80 mg per day (route and duration not reported) for peritonitis. The patient did not respond to the antibiotic treatment for peritonitis. Eleven days after the event onset, cefazolin and brulamycin were discontinued. Also this day, the patient had the pd catheter removed (current mode of dialysis not reported). Fourteen days after admission, the patient was discharged from the hospital. At the time of this report, the patient had not recovered. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further investigation, the bacterial peritonitis event did not occur; therefore, the disposable device is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.